Manufacturer narrative:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) split and failed entrance into a sheath. Hemostasis was achieved using manual compression for less than 30 minutes. There was no reported patient injury. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. The vcd was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was moderate vessel tortuosity and little presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The device was stored and prepped according to the instructions for use (IFU). Damage was noted during insertion into the sheath, and the device was removed from the packaging according to the IFU. No excess force was applied during insertion. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was in the open position, and no syringe was returned for evaluation. The sealant was slightly exposed while still mounted on the delivery shaft. The sealant sleeves exhibited a frayed/split/torn condition. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were noted during the visual inspection. A dimensional analysis of the slit length could not be performed due to the frayed/split/torn condition of the sealant sleeves. However, the catheter working length was verified and measured, and the measurement was within the specified range. The measurement was obtained using a calibrated ruler. A functional analysis was executed using a 5f cordis laboratory sample csi, which the device was inserted into and withdrawn from. No friction or resistance was encountered during the test. Additionally, a simulated deployment test was successfully completed. The unit functioned as intended, deploying the sealant and retracting the balloon after aligning the tension indicator and sequentially depressing button 1 and button 2. A high-magnification microscopic evaluation was performed to assess the sealant and sleeves. The frayed/split/torn condition on the sealant sleeves and the slight sealant exposure were confirmed during this analysis. Further verification of sheath compatibility, as outlined in the device IFU, could not be completed since the sheath was not returned with the unit. However, functional insertion and withdrawal testing using a 5f cordis lab sample showed no anomalies. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, access site characteristics (vessel had moderate tortuosity), procedural/handling factors (such as not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) split and failed entrance into a sheath. Hemostasis was achieved using manual compression for less than 30 minutes. There was no reported patient injury.the mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was mynx certified. The vcd was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was moderate vessel tortuosity and little presence of pvd or calcium in the vicinity of the puncture site. The device was stored and prepped according to the IFU. Damage was noted during insertion into the sheath, and the device was removed from the packaging according to the IFU. No excess force was applied during insertion. The device is being returned for evaluation. Addendum: the sealant was slightly exposed from the sealant sleeves on product evaluation.